Event description:
It was reported via phone call by the case manager that the insulin pump alarmed motor error during the bolus process. The motor error alarm was received on sunday, (B)(6) 2014. The caller did not know the blood glucose reading. The customer was able to complete the rewind sequence. It was stated that there were no significant events prior to the alarm.it was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.